Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Pinch and bruise on gums in mouth [gingival injury]. Pinching of bottom lip in mouth, lip gets caught [lip injury]. Head breaks can see that the metal piece is off center - oral-b [device breakage]. Head is loose - oral-b [device connection issue]. A male, (B)(6) consumer via phone stated that his toothbrush head broke and was loose. It pinched and bruised his gum area. The gum and bottom lip got caught and it pinched the bottom lip in mouth. No serious injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Pinch and bruise on gums in mouth [gingival injury]. Pinching of bottom lip in mouth, lip gets caught [lip injury]. Head breaks can see that the metal piece is off center - oral-b [device breakage]. Head is loose - oral-b [device connection issue]. A male, (B)(4) consumer via phone stated that his toothbrush head broke and was loose. It pinched and bruised his gum area. The gum and bottom lip got caught and it pinched the bottom lip in mouth. No serious injury was reported.